Event description:
It was reported that this attachment overheated during a mandibular cyst removal. The procedure was completed successfully. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The attachment was received at the (B)(4) center for testing. An eval was initiated, but has not been concluded. A follow-up report will be submitted after the quality investigation is complete.